Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesions being treated were moderately calcified, 80% or more stenotic in a non-tortuous proximal circumflex (cx) and mid left anterior descending artery (lad). The lesions were predilated with a 2.5 x 20 mm maverick balloon. After predilatation, the physician attempted to advance a taxus express2 2.75 x 28 mm drug eluting stent. However, the .014 guidewire became stuck on the stent delivery system (sds). During withdrawal, the sds shaft fractured. The fractured sds was removed from the patient's body without complications. The physician then inserted a taxus express2 3.5 x 20 mm drug eluting stent into a guide catheter, however, the stent delivery device fractured. The guide catheter and fractured stent delivery device were removed from the patient's body without complications. Consequently, both stents was never deployed. No patient injury or complications was reported. The procedure was successfully completed with a different size taxus stent. Patient status is reported as "satisfactory/good".